Manufacturer narrative:
Vyaire complaint #:(B)(4). Correction: h6 results of field service device evaluation: the field service engineer (fse) went on-site to evaluate the device. The fse replaced the compressor and performed preventative maintenance. The fsr performed the operational verification procedure (ovp) and user verification test (uvt), all passed. The device passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to an internal issue with the motor brushless, 28vdc, rohs. No failure trend has been noted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to an internal issue with the motor brushless, 28vdc, rohs. No failure trend has been noted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the unit was alarming loss of air and not cycling. The customer advised there was no patient involvement associated with this event.